Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported hearing strange noise with the device. Over approximately three days the sound/feeling got worse until he did not want to wear the processor anymore. Patient and clinic are going to find a date for reimplantation.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the patient report. The other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The patient reported hearing strange noise with the device. Over approximately three days the sound/feeling got worse until he did not want to wear the processor anymore. Patient and clinic are going to find a date for re-implantation. The patient was re-implanted on (B)(6) 2018. It was stated in the device explantation report that the active electrode lead was severed during removal surgery.